Manufacturer narrative:
(B)(4) - no serious injury alleged. No death alleged. Malfunction alleged. No MDR filed to the FDA. No canadian filed. Report that the chair was stuck in recline. Solid bar soft recline pulled out of frame at front. The azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in (B)(6).

Event description:
Report that the chair was stuck in recline. Solid bar soft recline pulled out of frame at front. The azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in (B)(6).